Manufacturer narrative:
Date of event: exact date unknown, event occurred several years ago from the date the manufacturer was made aware. Explant date: several years ago from the aware date. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 18888473.

Event description:
It was reported that the patient had inadequate stimulation. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.